Event description:
It was reported that during treatment with an ivtm quattro catheter, the catheter was difficult to remove from the patient' groin. The catheter was placed in the right femoral vein and was inserted upon the first attempt without difficulty, where there was good blood flow from all ports at insertion and during use. No problems were observed with the usage of device until trying to remove it. The catheter came out about 10-15 cm and then became lodged. It is unknown which of the four balloons would not deflate. The catheter was removed from the patient and no other patient sequelae was reported. The patient involved in this event was cooled/rewarmed successfully. The physician used ultra sound to visualize the catheter and in the process determined that one of the balloons had failed to deflate. A vascular md was consulted and with ultrasound guidance, the remaining balloon was punctured/aspirated with a 21g needle. After this procedure the catheter was successfully removed from the patient and no further intervention was required. According to the md and rn, the patient was in a fair amount of discomfort as a result of removal attempts.

Manufacturer narrative:
Zoll circulation has received the product in complaint and is under investigation.

Manufacturer narrative:
The quattro catheter (lot # 37950) was returned for evaluation. Visual inspection of the catheter was performed and revealed copious amounts of blood in the catheter, balloon and luered tubing. No other issues were noted. Functional testing was performed whereby the catheter was pressurized from the inlet luer side up to 60 psi. The pressure held up to one minute and no leakage was observed. During the deflation process, it was observed that all balloons successfully deflated. The puncture hole could not be confirmed, therefore the customer's reported issue could not be verified. A definitive cause for this fault could not be determined based on the evaluation results as no anomalies were observed.